Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that an error code displayed after booting. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that error code 7 (sc mpu external a/d converter -gain1 reference hard error) was displayed after booting up. No power issue to the instrument was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information to b5: medtronic received additional information that the battery has not been replaced for 8 years. Device evaluation summary: the reported error code after boot up issue was verified during service. Service technician observed error code 7 after booting up. The instrument issue will be resolved by replacing the battery. Preventive maintenance will be performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.